Event description:
The lead was explanted due to low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasions between 34.4 to 40.4 cm from the distal tip consistent with friction to ICD can. The re cable was abraded. Clavicular crush was noted at 26.4 to 27.8cm from the distal tip. The svc cable was compromised. This could cause the reported low impedance.

Manufacturer narrative:
Correction - the lead was previously reported as (B)(4). This report notes the correct serial number.